Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial/batch number : (B)(4), model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that during the patient's permanent implant procedure, the physician believed that the second lead caused the patient's spinal fluid leak. The physician took the leads out and provided a blood patch for the patient.

Manufacturer narrative:
Sc-2352-70 (sn (B)(4)) device evaluation indicated that the leads passed all tests performed. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 05:42 pm CT. The report number is being corrected from: 3006630150-2018-62343 to 3006630150-2018-60247. This report is follow-up # 1.

Event description:
A report was received that during the patients permanent implant procedure, the physician believed that the second lead caused the patients spinal fluid leak. The physician took the leads out and provided a blood patch for the patient.

Manufacturer narrative:
Sc-8336-50 (sn (B)(4)) device evaluation indicated that the complaint of high impedance was not confirmed. Visual inspection revealed that the proximal contact #8 was crushed by the setscrew. This indicates incomplete insertion. Because of this all contacts were misaligned with the spring contacts within the ipg connector stack and it resulted in the high impedance readings. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 01:15 pm CT. The report number is being corrected from: 3006630150-2018-62220 to 3006630150-2018-60247.

Event description:
A report was received that the patients lead had high impedances. The patient underwent a lead replacement procedure. Device malfunction was suspected.